Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet bionic pancreas, during which the glucose level was high; ketones were checked, and after a brief period the glucose began to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.